Event description:
After firing a plcr60b, the staple line was incomplete and unformed staples were present. The anastamoses was re done with another device. The patient status is satisfactory.

Manufacturer narrative:
The reload was returned with the retention posts damaged, which indicates that the reload was not seated properly in the housing by the user.